Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory. The eri trim value was set lower than the specified eri voltage of 2.45v.

Event description:
New information received indicated that the device was explanted and replaced.

Event description:
It was reported that upon review of remote transmissions, the battery voltage has reached eri however the device did not indicate it was at eri. Further evaluation of battery trends show the device should have reached eri. Device replacement was recommended.

Manufacturer narrative:
(B)(4).